Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 24, 2014 to september 26, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection identified that there was a white particle, approximately 1.56 mm in length, floating in the infusors reservoir. A fourier transform infrared spectroscopy scan determined that the particulate was polyisoprene. The cause of the particulate could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter within its reservoir. This was found before patient use. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.